Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and other spasticity. MRI (magnetic resonance imaging) guidelines were requested on (B)(6) 2017. It was stated that the patient had an abscess and was also reported that an MRI was being performed to rule out an abscess. It was noted that the patient was admitted to the emergency room (ER). The date of the event was (B)(6) 2017. It was indicated that it was unknown if the MRI was due to a problem with the device or therapy and unknown if the symptom reported of the patient had an abscess was related to the device or therapy. No further complications were reported.